Event description:
Continuous alarm.

Event description:
Continuous alarm. The device was received by infusystem for investigation. Device history record was reviewed, no issue has been found. Device log of volumat mc agilia (B)(4) could not be downloaded due to constant alarming and blank screen, no review possible. Issue reported by the customer confirmed. Investigation showed that a defective lcd screen was the cause of the constant alarming. This part was replaced to resolve the issue. Battery was also replaced because device was due for maintenance. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use.